Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 550 mg/dl after changing their infusion set. The customer's blood glucose remained high around 430 mg/dl. The customer also reported a reservoir leak past the second oring. The customer stated an air bubble was present in the reservoir. The customer was assisted with a self-test and the insulin pump passed. The reservoir will be returned.